Event description:
The medtronic synchromed ii 'new' septa pump had a component production process change. The FDA has required medtronic to perform longer term compatibility testing. The testing is expected to be completed sometime at or after september of last year. The company has been limiting the supply of 'old' pumps to use for replacements, but that supply has run out. We have not been implanting new patients, but still have to replace older pumps that have reached the end of life. Medtronic will provide the 'new' pump, but FDA-unapproved. These can only be used for replacement pumps. Both an informed consent signed by the patient/guardian, and another signed by the physician and the hospital risk management representative. There is one other approved pump available to us, but it is not compatible with currently implanted medtronic catheters. This is not an option for these replacement patients. These 'new' pumps must be ordered specifically for each patient and with the associated paperwork verified by medtronic.